Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not complete at the time of this report. The DHR (device history record) review was conducted on the reported lot number. The DHR investigation did not show any issues related to the complaint.

Event description:
The event was reported as: the doctor found the product specifications mark on the package was 35fr, but the specification mark on the product is 37fr. Defect discovered prior to use on a pt, during functionality testing. No pt injury reported.